Event description:
Boston scientific received information that patient felt like the materials of this pacemaker caused an allergic reaction to occur. The patient sought for an allergist and found to have a silicone allergy. A boston scientific company representative reviewed the list of device composition and determined that silicone is on the list for the leads and the device. The patient was not having any medical intervention as of the moment as patient's discomfort was #2 on a scale of 1-10. Additional information was received few months later that the system was explanted due to allergy and infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.